Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed during set up. The phaco handpiece failed to tune. The handpiece was exchanged. Additional information received from the surgeon stated three cases were canceled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the complaint. The system was then tested and met all product specifications. The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).